Manufacturer narrative:
A visual inspection of the iol handpiece injector was performed and was deemed nonconforming. Numerous gouges are present on the distal front face surface of the plunger. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation does confirm the injector plunger has a poor front face visual surface. A rough plunger face surface created from the gouges will scratch a lens as this is the surface which makes contact with the lens during its delivery through the cartridge. The root cause for the nonconforming plunger front face surface quality is usually from handling, but when and how the plunger face became damaged cannot be determined from this evaluation. This injector has been in service for over five years, so the damage does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) handpiece injector was causing scratches to iols. There was no reported impact or harm. Additional information was requested.